Manufacturer narrative:
(B)(4). The reported product is an unknown baxter extension set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and another indication. One day prior to the receipt of this report, the patient began treatment with intraperitoneal (ip) cipro (ciprofloxacin), dose unknown . Three days later, the patient began treatment ip with ceftazidime (dose unknown). During hospitalization, dianeal therapy with patient¿s homechoice device was ongoing. On an unreported date the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time.